Manufacturer narrative:
Concomitant medical products: product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The consumer reported that they had a lack of efficacy. The device gradually started to work less and less shortly after implant. This began in (B)(6) 2015. They were always able to feel stimulation and the device always turned on and recharged but they just did not get benefit from it. They also had pain at the implantable neurostimulator (ins) site when they laid on their right side. It was later noted that they had pain when lying on their left side so it was unclear which side caused the pain. The pain was considered sudden and started in (B)(6) 2015. There was also a lump on the patient's spine about an inch under the bra strap line which started in (B)(6) 2015. The patient had turned their device off for months because it did not work and the patient did not think it was helping. The patient was going to have their ins removed. The patient was indicated for spinal pain.